Event description:
Catheter placed approx three days ago. The nurse noticed blood in the cooling portion of the catheter. The machine was stopped and the catheter was capped. The pt had a new catheter placed on the opposite side.